Event description:
It was reported that the customer woke up with high blood glucose levels (500+ mg/dl), and vomiting. Customer reports to have had a kinked cannula. Pump passed delivery system check.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. T: slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6) years old.